Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors which may contribute to resistance during advancement of the stent delivery system (sds) in a guiding catheter can be influenced by several factors including but not limited to stent damage, guiding catheter damage, or procedural technique. To ensure the reported issue is not related to a manufacturing process, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line. Return of the graftmaster sds may have assisted in the investigation and determination of cause. Another graftmaster stent was able to treat the perforation successfully. Without the product to examine, a conclusive cause for the reported difficulties could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to position for this lot. There is no indication of a lot specific product quality deficiency. This type of reported event will continue to be monitored.

Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery with heavy calcification, a perforation occurred during dilatation with a non-abbott balloon. Due to the size of the perforation, two graftmaster stents were planned to be placed. A 3.5 x 26 graftmaster was implanted successfully, and an attempt was made to place a 3.5 x 16 graftmaster; however, resistance was noted with an un-specified guiding catheter, and both devices were removed as a unit. A 4.0 x 19 graftmaster stent was then implanted, and the perforation was sealed successfully, with no complications. There were no adverse patient sequelae reported. No additional information was provided.